Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. The customer's blood glucose level was 159 mg/dl. The customer stated that they was not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error alarms noted during testing. Pump error not confirmed.